Event description:
It was reported that about five months after implant, the pt had no stimulation sensation. Impedances were less than 50 ohms and there were several twists in the lead. The ipg and lead were both replaced. Subsequent testing of the new system revealed good stimulation. No surgical complications were reported.